Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported cable not working, light intermittent, tried another cable with same sensor - worked. No patient consequence or impact reported.

Manufacturer narrative:
The returned cable was evaluated. Visual inspection showed no external damage. The cable failed continuity testing due to a broken solder joint on the green conductor inside the rd15 connector. The cable functioned intermittently. When the intermittent connection was held in normal operation the cable functioned as designed. When the intermittent connection was manipulated to open the instrument went into alarm condition and showed a sensor off message. Corrected data: model number corrected from 4083 to 25455-002.